Event description:
It has been reported to philips that the fluoroscopy clear images were not displayed. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned non-emergency coronary treatment, which was completed as planned. The philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. Log files were reviewed by rse, which showed the tap operation caused fluoroscopy to fail multiple times, and no other abnormalities were found. Rse confirmed the cause of the problem to be a user error due to the tap operation. The philips engineer explained the results of the log analysis to the users and gained their understanding, and the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. The cause of the problem was determined to be a user error due to the tap operation. No malfunction of the system was identified. Based on the investigation results, philips concluded that the complaint is not reportable.